Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure performed on unknown date. According to the complainant, in (B)(6) 2010, the patient experienced pain after the mesh implantation. Steroid injections were given without success so, the mesh was then removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.